Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 2. The patient's drain volume was 4039ml, the patient's fill volume was 2300ml. Which meets iipv criteria. No patient injury or medical intervention was reported. On the (B)(6) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain false empty detect and use error of inappropriate bypass of the caution: negative uf alarm. The nurse indicated that the patient had an appointment this afternoon at the clinic and she would initiate some retraining with the patient. The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
(B)(4). Device evaluation in progress. Follow-up will be sent when evaluation is complete.